Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 5 months post-implant of a bifurcated device and an infrarenal aortic extension, a computed tomography (CT) scan showed the aortic extension was implanted in the aortic neck lower than anticipated. Reportedly, the patient presented with angulated, reverse taper aortic neck and it appeared that during the initial procedure the extension was possibly placed lower than planned, and post-balloon dilation may have moved the extension even lower. Based on follow up CT findings, the physician elected to bring the patient back and raised the level of stent graft coverage up to the renal arteries implanting two additional infrarenal aortic extensions. Repeat angiogram showed good result. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative. The review indicates, the cause of the reported stent graft migration appears to be related to the patient anatomy that presented with a thin (10-14 mm) short (approximately 14 mm) angulated aortic neck. The patient anatomy was outside the recommended use conditions for the afx product which would make proper stent positioning difficult and high risk. The investigation did not identify a device issue. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.